Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture on the right side. Device has been explanted.

Event description:
Healthcare professional reported right side rupture on the right side. Device has been explanted.

Manufacturer narrative:
The provided analysis below is for the device photographs which were received prior to the physical device. The physical device is currently undergoing evaluation and those results will be provided in a supplemental medwatch. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture on the right side. Device has been explanted.